Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized and the system explanted, due to infection. The infection was reported resolved with antibiotics; however, no other information has been provided.